Manufacturer narrative:
There are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 3 open pouches and 2 ampoules. Glue is leaked inside the pouch, solidified. Both ampoules have a crack at each side and sealing bar is incomplete as can be seen in the enclosed pictures. The cracks are on both sides on both ampoules. It seems that the leakage was through the cracks and not the incomplete sealing bar. Review of the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every non conforming ampoule. We assume some issues in this batch that let some non conforming units get released into the market. Taking into account that the samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. There is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. The ampoule's manufacturer has been contacted regarding this issue and is analyzing the affected ampoules to find a root cause of the defect.

Event description:
Country of complaint: (B)(6). Histoacryl leakage & empty ampoule.